Event description:
The patient reported he was in 106-degree weather in (B)(6) on (B)(6) 2022 and 8-10 v-go devices fell off his arm. The patient disposed of the worn v-go's in question. The patient used his pen while he was in (B)(6) to administer insulin.